Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. An olympus representative instructed the customer to check the slide switch in the socket to see if it was stuck in an inward position. The customer was advised if the switch was broken the device would need to be sent in for repair. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus, the evis exera ii xenon light source front panel was blinking. The intended procedure was for diagnostic purposes. There were no reports of patient harm.